Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a double head pump displayed an error message during procedure. There was no report of patient injury.